Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a rectum resection procedure, the device did not fire. The surgeon was not able to squeeze the handle. Also, the jaws locked on tissue. Another device was used to complete the case. There was no patient injury.